Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 63 alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump error 63 alarm was confirmed in the pump history due to a cold solder joint on the keypad assembly. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.